Event description:
It was reported that patient was presented to hospital emergency room after receiving inappropriate therapy for a fast svt in vf zone. Programming changes were made. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.